Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tube from the catheter broke as the emergency clamp was used after each drainage. The issue was resolved by change the valve. It was further reported that the personnel were retrained the correct way. There was no reported patient injury.

Event description:
It was reported that the tube from the pleurx pleural catheter broke, causing effusion due to repeated use of the emergency clamp after drainage. The issue was resolved by cutting the tube and replacing the valve. It was confirmed that staff training was carried out on proper clamp usage. No impact to patient was reported.

Manufacturer narrative:
H11: a device history record could not be evaluated as the lot number is unknown. There were no photos provided for review and the physical sample was not received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. However, based on the provided reported information, it was stated that the tube from the catheter broke causing effusion as the emergency clamp was used after each drainage. The issue was resolved by cutting the catheter tube and replacing the valve, and that the personnel were retrained to use the product the correct way." The statement indicates some level of misuse. A potential cause given this feedback is possibly use error. B5 (describe event or problem), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacturing date is unknown), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.